Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer insulin should be at room temperature before filling cartridge. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.